Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that when the patient coughs she experiences stimulation from both leads, predominantly the ventricular lead. The patient device was reprogrammed with a very long av delay to avoid ventricular stimulation. Leads are still in use. No further patient complications have been reported as a result of this event.